Manufacturer narrative:
The field service rep determined the rinse mechanism tube was leaking from rubbing on cover, due to the rinse mechanism not being installed properly. He replaced rinse mechanism tube, and ran patient samples to verify analyzer performance.

Event description:
User reports a major leak coming from underneath the analyzer onto the floor and into the walkway. User noted the leak appears to be coming from underneath the water bath of the analyzer. User stated no one has fallen and housekeeping has placed towels to soak the leak up. No erroneous patient results were generated.